Event description:
New information notes that programming changes were made. Patient condition was stable.

Manufacturer narrative:
Correction: a4 was missing

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing, automatic mode switch, and functional under sensing on the implantable cardioverter defibrillator (ICD). No changes or intervention were reported. The patient condition was unknown.